Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the surgeon side console (ssc) common compute controller (ccc). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis (fa). The ccc was analyzed and found the issue is not associated with an error code, so it could not be confirmed via lighthouse. The ccc was visually inspected, where no issues were found. The unit was then taken to a programming station, where it was confirmed bricked through vmware. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the customer encountered a "console is not connected or not powered on" message on the system. The technical support engineer (tse) viewed system setup and was not seeing the console connected and a 31089 error in the logs. The caller stated when checking the blue fiber cables in the back of the tower, one of the cable's led lights was not lit up. The tse recommended doing a system reboot and reseating the blue fiber cable. The caller rebooted the system and reseated the blue fiber cable in different ports at both the tower and console. When the system powered back on, the 31089/170 fiber error remained. The caller hard rebooted the console in stand alone with the blue fiber cable disconnected and the power button was flashing blue, but the console never completed post. The procedure was aborted to another da vinci system.